Event description:
The surgeon reported that there was a large amount of leaking observed during surgery. The source of the leakage was not known. The problem was solved after replacing product with another one from the same lot. There was no impact to the pt. No additional info is expected.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).